Event description:
The customer reported that the lh780 hematology analyzer misidentified the bar code identification (ID) number on one pt sample on (B)(6) 2009. The sample ID number was read as (B)(6). The results were accompanied by a no match message: however, the customer indicated that often samples are processed before the pt demographic info is entered into the lis (laboratory information system), thus a no match message was not atypical. This misidentified test results were reported out. A sample from the sample pt collected and tested on (B)(6) 2009 flagged the test results due to a delta check. The test results for this pt on (B)(6) 2009 were different enough from those results on (B)(6) 2009 to generate a delta check message. The pt sample from (B)(6) 2009 and the original sample from (B)(6) 2009 were both tested on the lh780 analyzer. The results from the sample collected on (B)(6) 2009 and the retest of the (B)(6) 2009 sample were similar. A corrected report for the (B)(6) 2009 sample was issued. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. In order to better determine possible root cause, the host/to do list log was requested, but it was not provided by the customer because it contained confidential info. For the specimen in question, the workstation hardcopy printout and database screen contained the same bar code number that was on the specimen container ((B)(4)). The customer re-ran the 9 pt samples prior to sample ID (B)(6) and the 9 pt samples after sample ID (B)(6) and found that all 18 pts agreed with the results from the previous day ((B)(4) 2009). It was noted that the bar code checksum software algorithm for the lh780 analyzer was disabled. The bar code label (not a beckman coulter product) does not contain checksum digit. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy. If bar codes are used without checksums, beckman coulter recommends that each bar code is verified to assure correct pt identification. Field service was not dispatched to the site. The root cause of the misidentified sample number is unk. It may have been a misread that was not caught because the checksum digit was not being used or there may have been another tube incorrectly labeled at the site.